Manufacturer narrative:
Unit passed the functional test, including the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test, off no power test and excessive no delivery test. Unit was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or of no power alarms noted. No alarm isolation tape damage noted on lcd board. No watchdog alarm/anomaly noted. Unit received with cracked reservoir tubelip, minor scratched display window, cracked case at display window corner and cracked display window.

Event description:
Customer reported via phone call to have a blank screen display and constant tone. Customer's blood glucose was 500 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.